Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced atrophy with his artificial urinary sphincter (aus). All components were removed and replaced with a new aus. The previous 4.0 cm cuff was replaced with a 5.0 cm cuff. The physician does not fell the previous cuff size was incorrect. There were no malfunctions with the explanted aus. No further complications were reported in relation to this event.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced atrophy with his artificial urinary sphincter (aus). All components were removed and replaced with a new aus. The previous 4.0 cm cuff was replaced with a 5.0 cm cuff. The physician does not fell the previous cuff size was incorrect. There were no malfunctions with the explanted aus. No further complications were reported in relation to this event.